Event description:
Information received indicates that two times in close sequence, the customer observed a large, well formed, dark clot near the pre-oxygenator tubing during ECMO support. Both incidents occurred after another circuit was piggy-backed onto the ECMO circuit to adminster continuous renal replacement therapy (crrt). In both instances, the crrt circuit was removed and the ECMO circuit was replaced. Following these two incidents, support was withdrawn and the patient expired. Customer stated their belief that the ECMO circuit with its components is not directly related to the patient death.

Manufacturer narrative:
H3 analysis: the product has not been returned for evaluation. Without device return, analysis is limited to a review of the device history record which showed that the tubing pack met manufacturer's specifications when released for distribution. Conclusion: the exact cause of the event cannot be determined, although the health care professional does not believe the ECMO circuit is directly related to the reported event.